Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the trigger / slider was blocked and jammed on the battery oscillator device. It was further determined during the pre-repair diagnostics assessment that the device failed for check saw blade coupling, trigger test, check trigger and for ecu (electric control unit) function. It was noted on the service order that the saw blade coupling on the battery oscillator device could not lock the saw blade device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device availability was inadvertently documented as mar 3, 2016. The date returned to manufacturer was corrected from mar 3, 2016 to mar 4, 2016. Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the ¿span ring less u-disk of the span screw was loose¿. The assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.